Manufacturer narrative:
The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was reported that there was a power on reset (por) observed on carelink. The patient was seen in the clinic and the por was cleared and the device reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4): review of performance data confirmed a partial electrical reset.

Event description:
It was further reported that that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced.